Event description:
It was reported that while inspecting the product at the distributorship, the sterile packaging was found damaged. There was no patient involvement. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-108040 item name tprlc 133 mp type1 pps so 4.0 lot # 6381649 51-104100 item name tprlc 133 t1 pps ho 10x140mm lot # 6209622 g2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h4; h6; h7 the reported event is not confirmed. The reported event has been confirmed by evaluation of the provided photos/returned product. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been initiated due to the reported malfunction. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. (B)(6) will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.